Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were observed to be leaking during basal delivery. There was no reported adverse impact to customer's blood glucose. Customer used another cartridge to resolve the issue.